Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's incision site was not healing. No signs of infection was noted and physician did not allege any malfunction. The device was explanted. The patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional information: d10.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.